Event description:
It was reported to philips that the device fails the operational check. There was no patient involvement.

Manufacturer narrative:
The bench technician evaluated device and confirmed operational check failure. The device needs a high voltage capacitor. The manufacturer is unable to repair the faulty defibrillator. The device is at end-of- support. Date for this device is 3rd february 2022 for the USA. Therefore, the device was not repaired and returned to the customer.